Event description:
Device malfunction: thumb advancer resistance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) strong resistance was felt while advancing the thumb advancer. The device was removed without utilizing the safety mechanisms. After device removal, it was noticed that the flex-guide was bent and the locator wings were deployed. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.